Manufacturer narrative:
Conclusions: evaluation of the returned engine revealed a functional device. During the functional test, a demonstration canister was seated on the returned engine. The engine was powered on and achieved vacuum within specification as all four vacuum indicator lights illuminated. The root cause of the reported complaint could not be determined. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using lightning aspiration tubing (lightning), a penumbra engine (engine), a penumbra engine canister (canister), and an indigo system aspiration catheter 12 (cat12). During the procedure, the engine was powered on and although the indicator lights illuminated and the engine sounded operational, it was not aspirating. Therefore, the engine was exchanged for a new one and the procedure was completed using the new engine and the same canister. After the procedure was successfully completed, the physician decided to make a final run-through and noticed that the lightning microprocessor indicator light alternated between green and solid red. The tubing was removed from the patient and was flushed twice in a bowl of saline. Next, the physician confirmed that the procedure was completed and no further action was necessary. There was no report of an adverse effect to the patient.